Event description:
A hemodialysis in pt user facility has reported that during treatment a blood leak occurred. The leak was visually observed in the dialysate. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 250cc. The pt had no adverse effects and no medical intervention was required. A related complaint contains the pt's treatment with a second set-up on a different machine. Sample has been discarded.

Manufacturer narrative:
Summary of investigation/conclusions: the reported complaint is not confirmed. A complaint sample is not available for evaluation. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. The manufacturer production records were reviewed and all lot release criterion were met. No further analysis/investigation required.